Manufacturer narrative:
An event of cardiac arrest, pulmonary artery laceration and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the pericardial effusion and cardiac tamponade appears to be a pulmonary artery laceration caused by the protrusion of the amulet stabilizing wire from the left atrial appendage. The cause of the reported syncope, cardiac arrest, and movement disorder is likely a cascading effect of the reported cardiac tamponade. The reported surgical and unexpected medical intervention were results of case-specific circumstances as pericardiocentesis was attempted and subsequently moved to surgical drainage of the fluid and repair of the pulmonary artery injury. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The shape of the appendage was chicken wing and laa depth was 27.3mm. The laa measuring for amulet device sizing was determined by cardiac computed tomography (CT) and the echocardiographic modality was used to guide the procedure was intracardiac echocardiography (ice) and transesophageal echocardiography (tee/toe). During procedure, the atrial rhythm was non-sinus rhythm (nsr), left atrial pressure was 13mmhg and no fluids were given. The activated clotting levels (act) were 124s-348s and heparin was administered. During the procedure multiple partial recaptures were necessary due to the acute take-off of the appendage. Extra care was taken during deployments due to the tissue thickness around the appendage. The amulet was successfully implanted. The pulmonary artery (pa) distance was >2mm and the most proximal position was selected to minimize pulmonary artery interaction with the amulet device. A thorough pre/post tee was preformed and multiple checks for effusion were done to ensure no effusion occurred. Upon discharge, a tte was performed, and no effusion was noted. The patient recovered without an incident. The patient was ambulating to discharge and started to feel dizzy and collapsed on bed. The patient's color was ashen/gray and lips were blue. The patient was unresponsive, pulseless and no respirations. The chest compressions were started immediately and code called. Another tte was performed at bedside and a significant effusion and tamponade was noted. The patient was then taken into the operating room (or) for pericardiocentesis. The pericardiocentesis was unsuccessful and then required surgical intervention. The effusion was drained by the cardio thoracic surgeon, and the source of the effusion was discovered to be a laceration of the pulmonary artery due to the amulet stabilizing wire protruding from the laa. The pulmonary artery was repaired and the protruding amulet stabilizing wire was sutured to cushion it with felt. On (B)(6) 2025, it was confirmed the patient was stable, awake and recovering from the surgery.